Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side "leak". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening, broken sharp and crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Health professional reported a left side "leak". Device remains implanted.

Event description:
Device has been explanted.